Manufacturer narrative:
This incident occurred outside the united states.

Event description:
The infusion device displayed an e8 power interrupt error after being in the stop mode for a short while. The error message could not be confirmed, and the battery had to be removed from the infusion device. The infusion device was replaced and returned for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was evaluated, and e8 power interrupt errors were found in the history. The up button was always active due to an external mechanical influence that pressed through the snap dome. This source led to an unclearable e8 power interrupt error. The investigation revealed that this failure was due to mishandling of the product.